Event description:
Was implanted with essure on (B)(6) 2012 since then I have incontrollable weight gain. Mirgraines. Abdominal pain that has caused several emergency room visits. Unbearable menstrual cycles that are so painful I cant even get out of bed. Metallic taste in my mouth that is horrible. I have had ER visits for severe bleeding and pain. Menstrual cycles are not normal sometimes they last for two weeks. I have unexpected bleeding that occurs. I lost my job due to missing work because of abdominal pain that had me doubled over. Or leaving due to unexpected bleeding and migrianes. No one should go through the hell that essure causes. Essure should be taken off the market it is not safe. Its caused me to have miscarriages and affected my quality of life that was great before essure now I do good to have enough energy to take a shower.(B)(4).

Event description:
(B)(4). Essure has caused me to have 3 strokes, I am scheduled to have a hysterectomy (B)(6) 2016 right side perforated and essure device broke. It has caused the tube to be inflamed with severe pain on the right side.